Event description:
Infection resolved on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15sep2020. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (localized, driveline, and pump pocket) as stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a major infection. The patient had sputum culture for increased tannish secretions, growing gram negative rods, speciated pseudomonas chest xray-superimposed pneumonia should be excluded clinically. One dose of vancomycin was given on (B)(6) 2020, zosyn started that same day as well. The nurse noted a new right facial droop during her evaluation and right facial weakness was reportedly seen by multiple examiners. The cardiothoracic intensive care unit (cticu) team first contacted neurology for further evaluation and ultimately a stroke code was called at 9:15 pm. On assessment by neurology, the patient had no right facial weakness but did have a left lower facial weakness that localizes to known prior stroke. Blood pressure was 90s/80s (recent baseline). Finger stick blood glucose was 94. The patient denied any new symptoms. The national institutes of health stroke scale was 4 for left facial weakness, left arm weakness (present since lvad placement per patient and cticu team), left-sided sensory loss, all deficits that localize to his prior infarct. Left lower lobe atelectasis on chest xray (B)(6) 2020 with resolution (B)(6) 2020. Patient lost doppler pulses on left lower extremities and it was cool, his femoral sheath was removed; after removal of the sheath, the pulses were dopperable and the extremity was warm.